Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post-paced t-wave oversensing was revealed on the ventricular lead. Reprogramming resolved the issue. The patient is well.